Event description:
Caller alleging discrepant low inratio results. Inratio: 1.8, lab: 8.0. Lab sample drawn immediately after the fingerstick. Pt's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.